Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had a high blood glucose of 860 mg/dl and was hospitalized. The customer¿s blood glucose was unknown at the time of call. No other information reported regarding hospitalization. Customer¿s parent also reported that the sensor came off. Customer's parent stated that the sensor insertion steps were correctly followed. The product is not expected to return for analysis.